Manufacturer narrative:
(B)(4).

Event description:
The pt was walking into the scanning room have an MRI when she was "violently shocked and thrown back." She had a stroke and multiple seizures within a week. Her implantable neurostimulator was checked and the impedances were tested but the results were not provided. Her attorney alleges the device was explanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.